Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there was a strong chemical smell, embedded particulates, misprinted markings and cosmetic defects on the outer surface of the syringe. To aid in the investigation, four samples in sealed packaging blisters and three photos were provided for evaluation by our quality team. A visual inspection and smell test was performed. No defects or imperfections were observed, and no odor was detected. The three photos provided show a packaging blister top web, and syringe with no packaging blister with a note stating 'misprint,' and a syringe with no packaging blister and a note that states 'embedded.' No other information could be obtained from the photos. A device history record review was completed for provided material number 302832, lot 4080894. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received material #:302832; batch#:4080894. It was reported by customer that the 30 ml syringe with a foul odor. Verbatim: rcc received a complaint via email. Email(s) attached. 30 ml syringe with a foul odor additional information: please provide the date of event. 8/8/24. Please provide the picture sample if available? Attached. Any physical sample available for investigation? Available to sent in please confirm the number of occurrences. 81. Additional information: description of issue: strong chemical smell ¿ condition that could potentially make the product unusable; embedded particulates; misprinted markings on the syringe; cosmetic defects on the outer surface of the syringe - smudges.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:302832. Batch#:4080894. It was reported by customer that the 30 ml syringe with a foul odor. Verbatim: rcc received a complaint via email. Email(s) attached. 30 ml syringe with a foul odor additional information: please provide the date of event. 8/8/24. Please provide the picture sample if available? Attached. Any physical sample available for investigation? Available to sent in. Please confirm the number of occurrences. 81. Additional information: description of issue: strong chemical smell ¿ condition that could potentially make the product unusable; embedded particulates; misprinted markings on the syringe; cosmetic defects on the outer surface of the syringe - smudges.